Event description:
It was reported after one full year of trial and adjustments they had still not achieved the 70%+ reduction in pain achieved in the initial external trial with ¿(B)(6)¿ made sensors not approved by the FDA for implant. The patient would only get lower buttocks signal/relief when they needed it the most at their mid to lower back. Two weeks prior to report, the patient went through a lead revision. Additional information received reported they revised the leads where they determined the impedances were okay for the new leads. The patient had stated they were not getting good relief and that is why the leads were replaced. There was nothing wrong with the old leads or the device at that time. The explanted leads were discarded and the patient status was the same (no therapy) until the replacement surgery occurred.

Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead. (B)(4).